Event description:
It was reported that the patient stated "I don't think this thing is programmed right and ever since the device was implanted I have been running a low grade fever and I have pains across my stomach." The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.